Event description:
Reporter alleged discrepant blood glucose values of 252 mg/dl back to back with a result of 112 mg/dl, when testing was performed less than 5 mins apart on the advantage system. The location of the testing was not provided. As a result, no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.